Manufacturer narrative:
MDR 9618003-2019-07924 / device 1 of 17. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of wafers from an unknown quantity of market units and lots as reported by the end user. The end user had wafers that had an off-centered starter hole but she discarded the packaging and did not have the lot numbers. She additionally reported that she had used off-centered wafers but was unable to provide the quantity or lot number for these either. She denied any stomal injury or other issue.